Manufacturer narrative:
Updated fields: d8, d9, h3, h4, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it has been confirmed that worn out video connector latch was causing unstable image when manipulating the pigtail. However, a definitive root cause of the reported suggested malfunction could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center connectors, where the paddle goes, were broken/malfunctioning. The issue occurred during the preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.